Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted in 2008 after 109 months of implant duration due to unk reasons. No further details provided. Info learned from implant pt registry.